Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The filter board to auxiliary breathing system sensor harness was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported a malfunction causing an over delivery of tidal volume. There was no report of patient involvement.